Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the endowrist curved-tip stapler 30 instrument associated with this complaint. Failure analysis confirmed the reported event, but could not replicate the issue. Based on a log review, the instrument was found to have 1 firing failure, hi torque. However, the firing failure was not replicated during in-house testing. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired, and unclamped successfully. The instrument was fired with a white stapler 30 reload. The stapler logs show an endowrist curved-tip stapler 30 instrument (part number 470530-08), (lot number t10210120-0025), was installed on the system 3 times and fired 2 reloads (2 white). On install 1, the system failed to detect a stapler cartridge. An error code shows in the logs indicating no reload was detected. The user re-installed the stapler and manually selected the white reload color via the the surgeon side console (ssc) touchpad. Clamping and firing were completed successfully on this install. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~52% completion and logs show an error code representing the failure. The instrument was then removed and not used again in the procedure. Next, a second endowrist curved-tip stapler 30 instrument (part number 470530-08), (lot number t10220901-001) was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp attempt was successful, but was followed by a firing failure. The firing stopped at ~49% completion and logs show error code representing the failure. The instrument was then removed and not used again in the procedure. A review of a provided image of the event was conducted. From the provided image, a partial fire from the stapler on vascular tissue can be seen. There is one row of staples that extends past the cut line. However, from this image, a root cause of this event cannot be determined. This medwatch report (patient identifier (B)(6)) is for the first incomplete staple line event. A separate medwatch report with patient identifier (B)(6) was reported for the second incomplete staple line that occurred during the same procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary tri-segmentectomy procedure, the endowrist curved-tip stapler 30 instrument experienced two white stapler 30 reload errors, requiring intervention. The surgeon was using a endowrist curved-tip stapler 30 instrument which had two successful white stapler 30 reload fires prior. The surgeon went to staple lung tissue with a third white stapler 30 reload when the reload clamped down but would not fire, an error message occurred. The white reload was able to be safely unclamped using the blue foot pedal on the surgeon side console (ssc) there was no tissue damage due to clamping. The surgeon then opened a new endowrist curved-tip stapler 30 instrument and a new white stapler 30 reload and went to staple the pulmonary artery (pa). The white stapler 30 reload started to fire but only fired a portion of the way through the pa, when an error message occurred. The surgeon was able to unclamp the stapler, but noticed a dissection in the pa, along with malformed staples where the remaining of the intended staple line was not completed. The surgeon noted that the intended lung tissue was "fresh" and no prior staple lines were in proximity. The stapler was then removed and a ethicon handheld stapler instrument (a 3rd party manufacturer device) was then utilized to repair the pa cut and successfully staple. No additional tissue resection was required due to the partial fire of the second white stapler 30 reload however, additional sutures were placed over the staple line.